Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the left ventricular lead, high impedance was observed and no capture could be obtained. The lead was removed. All attempted leads had similar impedance values. The lead was not used and replaced.

Event description:
New information notes that a high pacing threshold was also observed on the lead.

Manufacturer narrative:
Analysis found normal device characteristics.